Event description:
Customer states that he attempted to test on his aviva meter, and received an error of e-1, when he felt sick. Customer drove himself to the hospital, where he was tested at 60 mg/dl on the hospital's meter. Customer was not treated at that time and made to remain in the ER waiting area. Customer began to go into diabetic shock/convulsions. Customer was then treated with juice and food and was feeling better about 20 minutes after the treatment. Customer was not admitted to the hospital, but remained in the ER the majority of the day. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the device failed the defib portion of the opcheck. There was no report of pt involvement.